Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: upon powering on the device, the system made a loud banging noise and presumed to displayed error code e41 on the front screen of the crossfire. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.